Event description:
The customer reported that the 840 ventilator stopped cycling. There was no patient involvement. Covidien troubleshot this issue with the customer over the phone. The customer reported to have not duplicated the alleged malfunction. The ventilator passed all testing.